Event description:
It was reported that entrapment on the guidewire occurred. An ekosonic endovascular device, 135x30cm was selected for use in the thrombectomy procedure in the superficial femoral artery (sfa) and the profunda artery. There was difficulty advancing the infusion catheter (ic) into the profunda artery, as well as difficulty advancing the ultrasonic core (usc) into the ic. The partially inserted usc was removed, and a non-bsc guidewire was inserted to better seat the ic deeper within the artery. After advancing the ic further into the artery to the target lesion, the guidewire was unable to be removed from the ic. Both the guidewire and ic were removed from the patient together. The catheter was exchanged for another type of catheter in order to complete the procedure. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Device media analysis: microscopic visual inspection of the device did not show any significant kinking or stretching of the ic, and the usc was not significantly damaged, either. Functional testing revealed resistance when a 0.035 in guide wire was advanced through the strain relief of the ic. The guidewire was removed so the usc could be inserted through the ic lumen. Resistance was met when the usc was inserted into the lumen. The manifold was disassembled, and the strain relief rubber was removed. Significant kinking was observed under the strain relief rubber, which is consistent with damage caused by difficulty advancing the catheter.

Event description:
It was reported that entrapment on the guidewire occurred. An ekosonic endovascular device, 135x30cm was selected for use in the thrombectomy procedure in the superficial femoral artery (sfa) and the profunda artery. There was difficulty advancing the infusion catheter (ic) into the profunda artery, as well as difficulty advancing the ultrasonic core (usc) into the ic. The partially inserted usc was removed, and a non-bsc guidewire was inserted to better seat the ic deeper within the artery. After advancing the ic further into the artery to the target lesion, the guidewire was unable to be removed from the ic. Both the guidewire and ic were removed from the patient together. The catheter was exchanged for another type of catheter in order to complete the procedure. There were no reported adverse consequences to the patient.